Event description:
It was observed that during the device evaluation, the camera head exhibited loose coupler retainer and rattling. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the investigation results, it is likely that a loose coupler retainer led to the malfunction and caused the rattling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.